Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the foot functions when raised lowers back down when the switch is released. No patient impact.